Manufacturer narrative:
E1 - inital reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon, which is evidence of a balloon leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, upon first inflation for less than a minute at 15 atmospheres, the balloon burst. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, upon first inflation for less than a minute at 15 atmospheres, the balloon burst. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - inital reporter address 1: (B)(6).